Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, the patient presented purulent probe orifice for several days and the stoma site was suppurating. On (B)(6) 2018, blood came out from the orifice. On (B)(6) 2018, the patient was diagnosed with a stoma site infection and was treated with antibiotic pyostacine 500 mg x 6/day.